Event description:
Medtronic received information regarding a navigation system. It was reported that during a longer procedure while navigating the views would zoom out and he had to pinch back in several times. He also reported that when swapping between scans on the system the screen seemed to become unresponsive for a moment before catching up. This was true with both the mouse and touch function. He also reported that just after registration the system reboot itself. It boot back into the login screen and the registration was still present. There was no patient impact reported and no delay.

Manufacturer narrative:
Concomitant medical products: product ID: (B)(4), software version: 2.0.1 h3, h6: system service was completed and no failure was found. B01, c19, and d14 are applicable. H3, h6: software data was received for analysis. The software was evaluated for three different allegations: image zoom out issue, s egfault, and gpu crash. B01, c10, and d02 are applicable for all three allegations. Image zoom out: as per the case while navigating view , it would zoom out and need to pinch it back, also system became unresponsive intermittently. Tried to reproduce the case in-house with the provided archive, but unable to reproduce. Logs did not capture any database issues and no rabbitmq errors were observed on the date of issue. There were multiple low perfomance warning being cleared was captured on date of issue "cleared user-facing low performance warning". Segfault: logs captured the segfault in qmlguiservice on the date of issue. The corefile was genrated by "qmlguiservice", coredump captured that the program terminated with signal sigsegv, segmentation fault in libboost_thread.so.1.65.1 library with the function headlessrendering::rendering(). Gpu crash: reviewed the logs and observed gpu crash multiple times. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.